Event description:
During a routine device exchange, episodes of oversensing were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.